Manufacturer narrative:
Investigation of the sample confirmed the customer's results. Toxoplasma igg antibodies are present in the patient sample. Different concentration values derived by different test formats are often observed with the toxoplasma igg assay due to the designed higher sensitivity.

Event description:
Customer reports an issue with an external control called "proasecal" for toxoplasma igg. This control is made of human serum and generated positive results with a mean of 7.06 iu/ml. The same material generated negative results using "elfa" from biomerieux. No information was provided to determine if erroneous results were generated for patient samples or if any patients were involved in the event. Investigation is ongoing. If additional information is received, appropriate notification will be provided.

Event description:
Customer reports an issue with an external control called "proasecal" for toxoplasma igg. This control is made of human serum and generated positive results with a mean of 7.06 iu/ml. The same material negative results using "elfa" from biomerieux. No information was provided to determine if erroneous results were generated for patient samples or if any patients were involved in the event. Investigation is ongoing. If additional information is received, appropriate notification will be provided.